Manufacturer narrative:
Manufacturing date: 2/17/2011. Method: visual inspection; device history review; complaint history review; risk assessment. Results: the returned device was confirmed to have a fractured tip upon visual inspection. No relevant manufacturing issues were identified as all released units met stryker specifications. Conclusion: the plausible root cause of the reported event are fatigue from normal wear and cantilever overload.

Event description:
It was reported that when loaner tray was received and checked it was found that one of the inserters was missing a tip and that one of the trials had a tip stuck in it.

Event description:
It was reported that; when loaner tray was received and checked it was found that one of the inserters was missing a tip and that one of the trials had a tip stuck in it.